Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user noted oil gel globules within one tube. No health impact or consequence reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer for investigation. Therefore, 100 retained samples were visually inspected, and no gel defect related to oil gel globules defects were found. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Bd was unable to confirm the indicated failure mode of oil gel globules. No root cause was established for the reported defect. Patient conditions, tube storage and processing conditions, and centrifugation settings can impact serum quality and presence of gel globules. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user noted oil gel globules within one tube. No health impact or consequence reported.

Manufacturer narrative:
H.6 investigation summary: revised investigation summary 17may2024: bd did not receive samples or photographs from the customer for investigation. Therefore, 100 retained samples were visually inspected, and no gel defect related to oil gel globules were found. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. A complaint trend was identified and a corrective and preventive action has been opened for further investigation. Bd was unable to confirm the indicated failure mode of oil gel globules based on the investigation completed. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user noted oil gel globules within one tube. No health impact or consequence reported.